Event description:
It was reported that there were deflation issues, and the procedure was rescheduled. A fg sterling otw, 5.0mmx100mmx135cm (4f) was selected for the index procedure. After inflation, however, the balloon wasn't able to be deflated. The balloon had to be pulled back together with the sheath out of the patient. Because the position of the sheath was lost, the procedure was discontinued and scheduled to be completed in the future. The patient status is stable and doing well.

Manufacturer narrative:
Device evaluation by manufacturer: returned product consisted of a sterling balloon catheter with an unknown 0.018 inch guidewire, unknown inflation device, and an unknown 6f sheath. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple stretching to the inflation lumen. There is a kink to the inflation lumen 36cm from the tip. Microscopic examination revealed no additional damages. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis found damage to the device that could have contributed to the reported event.

Event description:
It was reported that there were deflation issues, and the procedure was rescheduled. A fg sterling otw, 5.0mmx100mmx135cm (4f) was selected for the index procedure. After inflation, however, the balloon wasn't able to be deflated. The balloon had to be pulled back together with the sheath out of the patient. Because the position of the sheath was lost, the procedure was discontinued and scheduled to be completed in the future. The patient status is stable and doing well.